Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/feb/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was underweight and an extended opening. A microscopic analysis was performed which identified one sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side device rupture, confirmed by ultrasound. Device has been explanted.